Event description:
Customer reportedly obtained results of 279 mg/dl, 180 mg/dl, 268 mg/dl, 240 mg/dl, and 108 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.